Event description:
A malfunction was reported on the pump by the caller. There was no reported impact to the customer¿s blood glucose level as the call was disconnected before any information could be provided. No additional information was received regarding the outcome of the event. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.